Event description:
It was reported that during an esophagectomy procedure, the clip was not fed into the jaw properly after several firings. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Hoop spring. Evaluation summary: the analysis results of the device found that the instrument was received non-functional testing the handle would not return to open position thus the clips could not be fed; the handle was manually assisted to return to the open position and the clips were able to be fed formed properly. The instrument was disassembled and the hoop spring was found deformed and the anti-backup lever teeth worn out. However, we could not determine what may have cause the condition found. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.